Event description:
The complainant reported that in 2004 the physician performed the therapeutic procedure of installing a pull g-tube enteral feeding device in the pt. The next day, during a post procedure follow-up examination, cellulitis around the tube site was identified. Antibiotics were given to resolve the pt's condition. The pt's wound was reported to be resolved. There was no indication from the complainant of any further pt complications.